Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6010288, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010288 was manufactured according to the work instruction (wi) version 29 and packaging in the machine multivac 12 on 15-nov-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4l01684 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set on 14-nov-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4l01685 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set on 15-nov-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4l01686 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set on 15-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4l01810 was manufactured according to the wi version 42 and manufactured in the machine 04-08 set on 12-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4l00866 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08 on 10-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4l00864 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08 on 07-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4k06568 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08 on 05-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4k05680 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08 on 30-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4k05679 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08 on 29-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4l00863 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08 on 6-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4k06701 was manufactured according to the wi version 42 and manufactured in the machine 08 on 6-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.